Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ¿ was the needle piece(s) retrieved during the same procedure? - yes. ¿ what measures were taken to retrieve the needle? - unk. ¿ was there any additional tissue damage as a result of searching for the needle piece - unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device; and no non conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022, and a suture was used. During the procedure, the suture pulled off the needle while sewing the skin. The doctor immediately found the fallen needle. Changed to another one to continue the surgery. There were no adverse patient consequences reported. Additional information was requested.